Event description:
The customer complained that the bed experienced an unintentional movement of the head up function, when the pt pendant was plugged into the bed. When the pt pendant is not plugged in, the issue does not occur.

Manufacturer narrative:
The technician replaced the pt pendant, which resolved the issue. The bed operated within spec. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.